Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an interventional procedure. Reportedly, after the clip was deployed, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. It is reported that the physician is trained in the use of the device. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Without device analysis a conclusive cause for the reported inability to achieve hemostasis with the clip could not be determined. Failure to achieve hemostasis can be influenced by manufacturing, user technique and/or patient anatomical conditions. During manufacturing, each device is inspected to ensure product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. Inadequate nick and spread incision, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment and retraction of the device during clip deployment can contribute to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.